Event description:
Procedure: wedge resection. Patient sex: unk. Reportedly, after the instrument was applied to tissue and fired the jaws would not open. The firing mechanism did not return to the home position despite the surgeon pulling it with a surgical instrument. The surgeon then fired another instrument loaded with another 45-3.5 sulu, and removed the prior sulu together with the pt tissue.